Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision and cannot drive car. The lens remains implanted. Additional information has been requested.

Manufacturer narrative:
Correction information was provided in d.3., g.8. And h.11. D.3. Product manufacturing site updated due to suspect model has been changed. G.8. Manufacturer report number corrected and reported under 1119421-2025-02772 the manufacturer internal reference number is: (B)(4).